Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2014. The report of low flow and low speed alarms was confirmed through evaluation of the log file. Furthermore, evaluation of the returned portion of the driveline confirmed damaged black, orange, yellow, and green wires which could have contributed to the reported low flow and low speed alarms. The submitted system controller log files captured low speed and pump stop events throughout the log file. These low speed and pump stop events were accompanied by low speed hazard, low flow hazard, and motor stop alarms. There were also 23 driveline fault alarms captured throughout the log file. These events occurred while the patient was supported by battery power and the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 18.5¿. The driveline was received with rescue tape covering 2.5¿ to 16.5¿ from the metal connector. Electrical continuity testing of the returned portion of the driveline revealed an open black wire and a shorted orange wire, while all other wires were electrically intact. Upon removal of the rescue tape, the silicone jacket was found to be torn approximately 5¿, 5.75¿, 11¿, 12¿, and 12.5¿ from the metal connector with bunching of the silicone jacket throughout. A kink in the bionate layer approximately 17¿ from the connector was noted. The remainder of the bionate layer was unremarkable. Breakdown of the metal braided shielding was observed in multiple areas. The bionate and shielding were removed, and examination of the underlying wires revealed complete fractures of the green and black wires approximately 16.5¿ from the connector. A piece of the metal braided shield was found to have pierced the insulation of the yellow wire approximately 16.5¿ from the connector. Upon removal of the piece of the metal braided shield, damage to the insulation of the yellow wire was observed. A breach in the insulation of the orange wire was also noted approximately 16.5¿ from the connector. The observed damage appeared to be the result of fatigue due to repetitive flexing. Bypassing the green and black wires, as well as the area of damage approximately 16.5¿ from the connector, the remaining wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not identify any additional breaches. The observed compromise in the green and black wires could have contributed to the driveline fault alarms that were confirmed in the log file. Furthermore, if the exposed conductors of the yellow or orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting short to ground would have resulted in the low speed and pump stop events that were confirmed through the submitted log file. Similar events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. Incidental findings were also found. Upon removal of the rescue tape, the silicone jacket was found to be torn approximately 5¿, 5.75¿, 11¿, 12¿, and 12.5¿ from the metal connector with bunching of the silicone jacket throughout. Heartmate ii lvas IFU rev. H and patient handbook rev. G are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms on (B)(6) 2020. Review of alarms noted two low flow alarms and a low speed alarm. During conversation the patient noted an additional alarm when the controller face had all zeros and the wrench was lit red. The driveline was taped with electrical tape from the controller to approximately 4 inches from the driveline site. Suspected driveline damage and pump stop. Log file analysis showed multiple low speed and pump stop events on battery power and power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images showed external areas where the driveline appears kinked and could contribute to these pump stop events. The plan was to replace all the external driveline up close to the exit site. On (B)(6) 2020, the patient underwent a driveline repair. The electrical continuity test was performed and did not indicate any broken wires. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return.